Event description:
One pt involved. Pt identifier - marked confidential. On 06/28/2013, uf/importer report (B)(4) filed with the FDA on (B)(4) 2013, was received by avcor at the above mentioned (B)(4)address. (B)(4), official correspondent to avcor, was contacted and then inquired with avcor for more info concerning this report on 06/29/2013. This response by avcor, dated on 06/30/2013, will be mailed to the FDA on 07/01/2013 by (B)(4).

Manufacturer narrative:
According to uf/importer report (B)(4) report filed the brand name as avc x-tourn when, in fact, the catalogue number indicated (trn1184) is an owens and minor, inc. Medichoice labeled medical device (part of owens and minor, inc mainstream program to the best of our knowledge). The avcor contact info (including name, e-mail, web-site, telephone / fax numbers, etc.) Does not appear on any of the medchoice labeling, inserts, etc. This scenario does not follow documentation logic, i.e. Capital region med ctr would not have known about avcor; the lack of correlation between the brand name and catalogue number. Avcor will continue to pursue getting the device in question back for investigatory purposes. If the device in question is received by avcor and investigation will ensue and this medical device report 1649245-2013-00001 will be summarily updated. Avcor will seek to acquire as much info as possible to bring closure to this medwatch report 1649245-2013-00001. It is important to note that the date of the incident was (B)(6) 2013, the date of the report by (B)(6) is (B)(6) 2013, the date that the report was sent to the FDA is indicated as 06/xx/2013. Avcor received report # (B)(4) on 06/28/2013 and filed a report with the FDA post marked on 07/01/2013.